Manufacturer narrative:
One trocar hub/cannula assembly attached to a vent was received for the report of different caliber. The trocar was visually inspected and was found to be conforming. Dimensional inspections for cannula inner diameter and dimple to wall measurement were also performed and the sample was found to be conforming. A device history record review for the lot was conducted. The product was released based on the product¿s acceptance criteria. The returned sample was conforming and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown a probe sample was not returned for evaluation. A device history record review for the lot was conducted. The product was released based on the product¿s acceptance criteria. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A doctor of ophthalmology reported that when the surgeon introduced the cannula noticed that the product was different, the cannula seemed to start larger and then got thinner. There were two types of caliber in the cannula and something that appeared to be a patch in the middle, in the place where the caliber got smaller. There was no impact on the patient and the surgery proceeded as normal since the cannula worked as usual. Additional information has been requested but not received to date.